Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation. Three events were not duplicated during testing; however the devices were not within specifications. One device was found to be affected by internal corrosion and damaged internal components. One device was found to be affected by corrosion. One device was found to be affected by broken down lubrication. One device was not returned for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device overheated. Three events had no patient involvement or patient impact. One reported event had no known patient involvement or patient impact.